Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician was positioning the was inside the patient prior to performing a transseptal puncture when a thrombus was noted on the tip of the was. The patient received 5000 units of heparin, and the procedure was cancelled. Post procedure the plan was for the patient to be put on eliquis and to have blood work performed before rescheduling the laa closure procedure. The patient did not experience any complications as a result of this event.